Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The user alleges particles in the air way. The user also alleges the device is smoking. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.